Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The reported malfunction was not duplicated during functional testing. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the dyonics 25 control unit stopped working and, when it was booted up, it was making creaking noises and shut off again. Surgery was completed using a stryker unit, instead. There was a surgical delay of 40 minutes, and no further complications were reported.